Manufacturer narrative:
The complaint sample was not returned for investigation. There was no available evidence to determine the root cause.

Event description:
A bag leak was reported from the area of the bag below the ports.